Manufacturer narrative:
Additional information was received that there was no hematoma. The ipg was slightly tilted forward but no migration. The patient was able to charge successfully after revision.

Event description:
A report was received that the patient was having charging difficulties due to a hematoma that had developed at the incision site. The patient¿s pocket was loose. The patient underwent a pocket revision wherein the ipg was relocated.

Event description:
A report was received that the patient was having charging difficulties due to a hematoma that had developed at the incision site. The patient¿s pocket was loose. The patient underwent a pocket revision wherein the ipg was relocated.